Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: rotating hemostatic valve (rhv): touhy valve; stent: 3.25 x 12 mm xience alpine. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion using the kissing balloon technique in the moderately tortuous, moderately calcified diagonal of the left anterior descending (lad) coronary artery. A 2.75 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. During advancement the bdc met resistance with a previously implanted 3.25 x 12 mm xience alpine stent implant, and while pushing on it the shaft broke outside the anatomy 15 cm distal from the hub and 3 cm from the rotating hemostasis valve (rhv). A 3.5 x 8 mm nc trek bdc and a 2.00 x 12 mm non-abbott bdc were used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.